Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 30-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer had declined stating he had attempted 5 times that morning. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/31/2023 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 30-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer had declined stating he had attempted 5 times that morning. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/31/2023 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 17-feb-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. External evaluation performed by nova biomedical and no defect found. Most likely underlying root cause: mlc-131: extremely low glucose value.